Event description:
It was reported that usually when a patient had problems, which had been happening on and off for a while, she contacted a nurse who typically changed the programs. The patient usually only had to increase or decrease stimulation on the current program. She had a fading sensation, no stimulation sensation, and a loss of therapeutic effect. Symptoms had a sudden onset and typically the patient felt stimulation. A few days prior to the report the patient realized that she wasn¿t feeling the stimulation and she experienced a return of symptoms. The patient called her healthcare professional office and was redirected to contact the manufacturer to switch programs. After synching with the implantable neurostimulator, it was found that the device was on program 3 and stimulation was off. The patient didn¿t know if she accidently turned it off herself or not. The patient switched to program 1, which was set at 2.7 volts, and she planned to increase it by 2 so she could feel it. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v963079, (B)(6) implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(4) 2012, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. The patient had had an appointment with their doctor in the beginning of (B)(6) 2014.